Event description:
During evaluation of a returned spectrum pump, the device had missing direction of flow labels. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, direction of flow label was found missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The case shimming repair requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.